Event description:
It was reported that this right ventricular (rv) lead had a rise in shock impedance, and had now triggered alert for out of range greater than 125 ohms. The lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a rise in shock impedance, and had now triggered alert for out of range greater than 125 ohms. The lead remains in-service. No adverse patient effects were reported. Additional information was received that the along with the increasing shock impedances, the pacing impedances were also gradually increasing up to 1100 ohms. This value still remained within specification, and it appeared that the plan was to monitor at this time. The lead remains in-service. Additional information was received indicating the patient was undergoing a lead replacement procedure. During the attempted extraction the patient coded and subsequently expired. The available information suggests the lead was not removed and remained implanted.

Event description:
Additional information was received that the along with the increasing shock impedances, the pacing impedances were also gradually increasing up to 1100 ohms. This value still remained within specification, and it appeared that the plan was to monitor at this time. The lead remains in-service.